Event description:
It was reported the spindle cap of the superion indirect decompression spacer came off during an initial implant procedure. The physician assessed that there were thick osteophytes and a large/wide spinous process that made it difficult for the spacer to open when the spindle cap popped off. The physician confirmed all pieces of the device were removed. The procedure was completed with another device of the same model, and the patient did well post-operatively. The device was discarded by the facility and therefore, will not be returned for analysis.